Event description:
A trilogy 100 ventilator was returned to a third party service center for service. During the evaluation of the device at the third party service center, a ventilator service required code was found related to a circuitry failure on system or daughter board, and v power fail has been lost. There was no reported patient involvement. The third party service technician replaced the device's system printed circuit assembly (pca) board to resolve the issue. Additionally, a check circuit error code was also found in the device's error log. The technician checked the tubing. It is also noted that additional repairs were needed for handle o-rings and missing rubber feet. No further investigation is required.